Event description:
It was reported that cartridge alarm 20 occurred on 4/14/26 and was not associated with any prior similar alarms on pump. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, resumed insulin delivery, and no additional actions were documented.